Manufacturer narrative:
Submit date: 07/12/2017. (Brand name): originally left blank and should be philips cloth electrode. (Product code): originally left blank and should be drx a lot number was not provided. For this complaint; therefore, a review of the device history record could not be performed. There were no samples submitted with this complaint; however, the complaint will be reopened if a sample is later received. Because no sample was returned with this complaint, no product examination was possible and the reported condition could not be confirmed. Had a sample been received, it would have been evaluated against the established product requirements. A photograph was provided with this complaint which displayed a notable red mark on the patient skin; however, due to the nature of this type of product, it is more than likely that the incident is related to skin sensitivity, and it is worth noting that patient sensitivities may have been a contributing factor. Previous complaints of this nature have not been known to cause permanent impairment or marking. The electrode product family has been tested according to iso 10993 guidelines for biocompatibility that found the hydrogel to be non-cytotoxic, non-irritating, and non-sensitizing. There have been no design changes to this product within the past year that would contribute to any increased probability for skin irritation on patients. Since this complaint is unconfirmed and no complaint trend exists, no corrective action is required at this time. This complaint will be recorded for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with a metallic pre-wired cloth electrode. The customer reports that the infant received a skin burn and the doctor checked immediately. The doctor then cleaned the burn with saline and dressed it with a duoderm dressing. The customer further suggests that the infant got a 3rd degree burn that will take a long time to cure and may require plastic surgery.

Manufacturer narrative:
Submit date: 5/2/2017. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports skin burn; doctor checked immediately, then cleaning with saline then dressing with "duoderm". The customer suggests that the infant got 3rd degree burn that will take a long time to cure and may require plastic surgery.